Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 318 mg/dl after receiving an ¿unable to proceed¿ alert. The user discontinued use of the ilet and transitioned to backup therapy until they could return home to perform the set change. No hospitalization or additional medical treatment was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.